Event description:
There was improper fit on the femoral resection guide and too much resection indicated with the tibial resection guide resulting in a 20 minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.